Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. They disconnected cns from the network and connected the cable into its secondary port, but the software still did not load. They also tried shutting down the cns for a few minutes, but the boot loop continued when it was powered back on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) spontaneously rebooted and was stuck in a boot loop. No patient harm was reported.